Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a crack in the bd phaseal¿ y-site connector c80 flushing site caused leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
One picture sample for product number 515304 and lot number 524478 was received for evaluation by our quality engineer team. Through a review of the production history, no quality issues were found during the manufacture of lot number 524478 that could have contributed to the reported defect. Within the bd manufacturing site, the sealing of the membrane to the connector was performed on this product. The assembly and packaging of the product was performed at a subcontract location. In response to the reported incident, a complaint was opened with the subcontractor. The subcontractor was unable to identify an exact cause for this incident. Assembly and packaging roles are in the process of being transferred from the subcontract location to the bd manufacturing facility. This product is not assembled or packaged in bd san agustin plant. The process performed on our plant is the sealing of the membrane on the connector. Then, this piece is sent to a subcontractor (carefusion-it) where the set assembly and packaging is carried out according to buy specification sb1746. After the set assembly and packaging at carefusion-it- (now bd), some samples are sent to san agustin plant. Visual inspection is performed to verify the quality of the product according to fr-177 current version.

Event description:
It was reported that a crack in the bd phaseal y-site connector c80 flushing site caused leakage. There was no report of injury or medical intervention.